Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed reported to baxter technical support that is unknown whether or not the device was in use on a patient when the failure occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.